Manufacturer narrative:
The device was returned, and evaluated by olympus. As noted in b5, there was foreign material present on the insertion tube. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
It was discovered during the device evaluation, the olympus lucera gastionintestinal videoscope's insertion tube had adhesive marks (foreign material) present. There was no patient involvement during this event.

Manufacturer narrative:
This report is being submitted as a correction. Corrected field, b3. Should additional information be received that alters this event, a supplemental report will be provided.

Event description:
No additional information received from customer.